Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that patient underwent a wrist procedure and was subsequently revised for non-prosthetic related reasons on (B) (6) 2009. During the revision procedure, the surgeon found evidence of metallosis in the area where the titanium screw and the carpal plate interface. The surgeon reported the metallosis was due to the fretting of the screw and the carpal plate. It was further reported by the surgeon that the revision was due to infection and not due to implant issues.

Event description:
Reporter alleged obtaining the results of 389 mg/dl and 117 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.